Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system a review of the device history records was performed and no complaint related issues were found that would contribute to the complaint condition. That would contribute to the complaint condition that would contribute to the complaint condition.. The DHR was reviewed and rework was found on p/n 357.372 lot #7435594 for black residue in inside diameter of guide shaft on 16 out of 16 parts. All parts were cleaned, inspected and passed. This nonconformance is not relevant to the complaint because the issue is visual. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there were issues during placing the blade. It was not possible to insert the blade completely, a second set was opened, and this instrument worked. No effect on the outcome. There was a surgical delay of 10 minutes. This report is 1 of 1 for (B)(4). This complaint involves 1 part.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: there is wear on the guide pins and both ends of the shaft and on internal features on the alignment indicator component. Although there is wear and damage to the returned device it passed functional check as manufactured. Because it passed the functional check this complaint is unconfirmed. There is wear on the shaft at both ends and on the 3 guide pins located on the shaft. The ear opposite the knurled ear is bent and there is damage to the locating pin inside of the alignment indicator that caused the length to be outside of specification. The locating pin material is unobtainable because it is welded in place and not able to be removed. All other relevant material and dimensional and functional checks passed this evaluation. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.